Event description:
It was reported that the cartridge would not fit properly on the pump due to damage in the pneumatic tap area. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.